Event description:
During an esophageal dilation, a cook savary-gilliard wire guide was used. When the physician was able to visualize the wire guide through the endoscope, the wire tip was dangling on the remainder of the wire guide (coiled tip is bent/kinked). There was nothing left in the pt. Another wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The coil spring was kinked approximately 5.5 cm from the distal end where the coil spring attaches to the core wire. The coil spring was still attached and no separation was noticed. No other defects were observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The approved supplier was contacted and given the serial number for this device. They conducted a device history review and provided the following information, "a review of the device history record for the reported lot number confirmed that the criteria for release were fulfilled prior to delivery to cook." The device history record for the four possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigative conclusions: a definitive cause for this observation could not be determined because the actual product handling condition could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. The intended use listed in the instructions for use indicates this device is used to introduce the savary-gilliard dilator. If the wire guide received excessive pressure in response to resistance due to a severe stricture or trying to remove wire guide through back end of dilator, this could have contributed to kinking of the wire guide. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records of the possible lot numbers confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.